Manufacturer narrative:
The investigation determined as the laboratory does not recentrifuge the samples upon receipt and pipetting alarms in the provided alarm trace, the root cause was a preanalytical issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant low elecsys ca 125 ii assay (ca 125) result for 1 patient sample on a cobas 8000 e 602 module. The initial ca 125 result was 1.68 u/ml and was reported outside of the laboratory. The repeat ca 125 result was 16.73 u/ml with the sample. There was no allegation of an adverse event. The ca 125 reagent lot number was 256180. The expiration date was asked for but not provided.